Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-09130 and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) (ocsm) and found that the color tone of the endoscopic image was unusual. In addition, the printed circuit board of the device was damaged and the white balance did not work. The device was an olympus in-house fixture and there was no report of patient injury associated with this event.